Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the alignment rod stuck and frozen. The event did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the alignment rod stuck/frozen. The event did not happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the acetabular alignment guide was stuck from the alignment gauge, confirming the reported allegation. Etching on the device indicates regular lubrication to help instrument function smoothly, the potential cause could be attributed to a combination of poor instrument maintenance and wear out. A functional test was performed and was able to replicate the reported condition due to the alignment gauge was not able to move as expected. The overall complaint was confirmed as the observed condition of the acetabular alignment guide would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to mantenience, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ah1205) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.